Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, the sensor was received with a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was ranging from 27 to over 400 mg/dl. The customer was assisted with trouble shooting and was educated on the calibration protocol. Assistance was also provided with a review of the site and insertion technique of the sensor. The customer was sent a new sensor and a new belt clip. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.